Event description:
A 2.9 inr with protime system vs. 3.71 inr with unspecified lab system. Patient's therapeutic inr range: 2.0-3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.